Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected power error detected alarms, replace battery alerts or replace battery now alarms noted during testing. No power error detected alarms in the format history file, however unexpected replace battery alerts and replace battery now alarms noted in the long trace file and the power management graph indicated connector resistance issue (j6). Connector for j6 on electrical board was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm and alarm for change battery. The customer¿s blood glucose value was unknown at the time of the incident. The device will be returned for analysis.